Event description:
The patient underwent pelvic surgery. Post-operatively, the patient developed a urinary tract infection of mild intensity. The patient was treated with noroxine: 2 tablets per day and the urinary tract infection resolved.